Manufacturer narrative:
Event date is: 12/22/2022 (previously was ni). Clarification was received to update the quantity to one device (previously reported as three). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three paclitaxel clearlink sets leaked from the white cuffs, once from the upper cuff and twice from the lower cuff. The nurses put one white cuff above and one below the pump.this occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.